Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2009.

Event description:
It was reported the right atrial (ra) lead experienced chronic far field r-wave (ffrw) with some inappropriate mode switching. The atrial lead sensitivity was reprogrammed. No patient complications have been reported as a result of this event.